Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates, and it passed a self test. No blank display was noted. All operating currents were normal. The insulin pump was received with a minor scratched display window, cracked lcd window at the bottom right and left corners, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. No damage inside pump was noted.

Event description:
It was reported that the customer's insulin pump had a blank display and would not turn on. The customer's blood glucose level was 191 mg/dl. The customer stated she replaced the battery, but the insulin pump still did not turn on. Standard troubleshooting was performed. The display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.